Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, serial# unknown, product type pump. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via (B)(6). No patient information or drug information was received. On (B)(6) 2017, during an operation, the spinal catheter and the pump catheter were attempt to be connected using a catheter connect (collet), but one side of the collet was tight so that the catheter was unable to be inserted properly. Details of the actual product of complaint stated, "regarding one side of the collet, the catheter was inserted in the whole and locked. The other side of the collet which was tight was already locked as well. The physician was well experienced as he performed the procedure in more than 15 cases." Because the catheter was unable to be inserted properly, a catheter connector in an accessory kit was unpacked and used. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, an update to the "written expression of the sentence "details of the actual product of complaint" was slightly changed" to "the catheter was unable to be connected".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) and (B)(4). It reported the patient was receiving baclofen (no reported dose or concentration). Patient information was requested, but was not provided by (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported no longer applies to this event. Analysis of the catheter (lot # n736022005) identified that the catheter was not fully seated onto the connector and the collet was locked in place. The catheter was returned in segments and was found to be patent. No leaks were identified. If information is provided in the future, a supplemental report will be issued.